Event description:
It was reported that post cardiac resynchronization therapy defibrillator (crt-d) implant the patient noted noise from their cardiac resynchronization therapy defibrillator (crt-d). Additionally, the patient noted their device had been "randomly shocking" them and it occurred while the patient was driving. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead, implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.